Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that their ins maybe dead as it turns off on them and also that it maybe be due to the store security system that caused this. Patient further reported that they knew it was off because they could not feel stimulation and the checkmark that tells them that the stimulator is on, is gone from the pp screen. Patient then explained that the ins is on but then 5 minutes later its off, they will turn it back on and then it turns off again. Patient indicated they've already changed batteries in the pp and they've tried all different programs over several days and confirmed that their pp does communicate with ins as they were able to change programs. Patient also reported of wetting their pants. There was no troubleshooting performed during the call however, patient indicated they would work with hcp's office to schedule patient to be seen to interrogate device regarding current issue of ins turning off. No further complications were noted or anticipated. Refer to pe 602890969 for related event: premature battery depletion

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) indicating that the patient was scheduled for an appointment on 2018-(b)(8). No further complications were reported.